Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during device preparation, one of the grippers did not lower when the gripper lever was down. This was independent of the lock lever, which was in the locked position. The device was not used. There was no patient involvement or a reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported gripper actuation issue was not confirmed. The gripper arms were observed to be parallel to the clip arms with no issues observed. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.